Manufacturer narrative:
Device was used for treatment not diagnosis. This report is for an unknown tomofix system. (B)(4). Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the subsequent review of the following journal article: schroter, s. Et al. (2015) early full weight-bearing versus 6-week partial weight-bearing after open wedge high tibial osteotomy leads to earlier improvement of the clinical results: a prospective, randomized evaluation. Knee surg sports traumatol arthrosc. The purpose of this study was to compare two post-operative rehabilitation protocols and to evaluate the clinical outcome of early full weight-bearing after open wedge high tibial osteotomy (hto). Between 2008 and 2011, 120 patients underwent an open wedge hto using a tomofix plate (depuy synthes, solothurn, switzerland) for fixation. In two cases, failure of the implant was observed. One of these patients had a trauma with twisting of the knee, while the other case had no trauma and a reason for the failure could not be found. This report is for an unknown tomofix system. A copy of the literature article is attached to the medwatch. This is report 2 of 2 for (B)(4).